Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01027-01. This supplemental report is being submitted to provide corrections and the results of the approved investigation. Updated fields: d8, d9, h2, h3, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should be marked as malfunction. The device was inspected and the reported issue was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01027. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, this generator exhibited error code e006, insufficient conductivity. This caused a procedure delay of 30 minutes or more, while patient was sedated. The procedure was completed with a competitor device. There were no reports of patient or user harm.